Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had not been completing the air removal step from cartridge. Tandem customer technical support informed customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.